Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery error alarm. The customer stated that the insulin pump was exposed to moisture for a brief period of time and there was no response from any button. Insulin pump device labels, including serial number and dome label stickers reported was missing, removed, worn, faded, or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.